Manufacturer narrative:
The cause of the questioned elevated pt results is unknown. The samples were drawn from a remote location from the laboratory where tested. Sample handling and storage conditions were questionable. The potential issue of the affected remotely drawn samples cannot be fully assessed by siemens as the results of the remote samples may change over time. This can be indicative of an unstable sample status at the initial measurement and therefore constitutes a preanalytical issue. No other samples nor qc were affected. No potentially systemic performance issue can be deduced. The device is performing within specifications. No further evaluation of the device is required.

Event description:
Questioned elevated prothrombin time (pt-inr) results were obtained on patient samples on the cs-5100 instrument. The patient results were reported to the physician who questioned the results as discordant. The repeat test of the same samples on the next day gave lower results. The patient had been tested with a non-siemens bed-side methodology and lower results had been obtained with that methodology. There is no indication that patient treatment was altered or prescribed on the basis of the questioned elevated patient results. There is no indication of adverse impact to the patients due to the questioned elevated patient results.